Event description:
It was reported that the pt was an infant in the ICU. The nurse reported the stopcock was cracked and was leaking at the luer lock site. The nurse went to draw blood and turned the stopcock. She then saw the leak and noticed she lost blood. The pt required 70cc of blood transfusion.

Manufacturer narrative:
(B)(4). A f/u report will be filed if more info becomes available.